Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge to set energy. Complainant indicated that they powered off the device and the device then failed to power back on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.